Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.5/+1.0/094 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a longer lens, the surgeon noting excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The cause is listed as unknown. Attempts to obtain clarification regarding claim details have not been successful.

Manufacturer narrative:
Corrected data: this claim is a duplicate of MFR report #: 2023826-2018-01745. See original report for claim details. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.5/+1.5/093 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens, the surgeon noting excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The cause is listed as unknown.